Manufacturer narrative:
Per additional information received, it has been determined that this is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was being treated for a urinary tract infection via antibiotic, and now it was cleared. The patient was itching severely and got scratched, which caused bleeding and the patient stated that it was due to the usage of the purewick. Medical intervention was reported. The liberator representative advised to discontinue the use and consult the physician. The representative also advised that a formal inquiry would be made, so they can advise on what to do. The representative sent the mail to supervisor to have customer service reach out. It was noted that the patient had been using the purewick product for less than 90 days. Per customer contact via phone on 28sep2021 customer states that the uti was not from the pure wick use, and does not remember what antibiotic was prescribed to clear it up. Also states that they did not seek any medical attention for the itching experience. The patient used an otc anti itch cream when it occurs. No additional information is available and there is no sample for return.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was being treated for a urinary tract infection via antibiotic, and now it was cleared. The patient was itching severely and got scratched, which caused bleeding and the patient stated that it was due to the usage of the purewick. Medical intervention was reported. The liberator representative advised to discontinue the use and consult the physician. The representative also advised that a formal inquiry would be made, so they can advise on what to do. The representative sent the mail to supervisor to have customer service reach out. It was noted that the patient had been using the purewick product for less than 90 days.